Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment information was not reported. The patient was reported to be recovering from the peritonitis event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: upon follow up, it was reported that a patient died coincident with peritoneal dialysis therapy. It was not reported if the patient remained hospitalized prior to death. The cause of death was reported as ¿infection in the abdomen¿ and it was not reported if an autopsy was performed. It was not reported if the patient had recovered from the peritonitis event prior to death. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available at this time. Should additional relevant information become available, a supplemental report will be submitted.